Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found; grommet damage was noted along with set screw foreign material and rounded socket.

Event description:
It was reported that during the implant procedure, the physician was unable to screw in the atrial lead. After the fifth attempt, he decided to change the device. The device was not implanted. No patient complications have been reported as a result of this event.